Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: samples received: 1 open pouch. Analysis and results: there are no previous complaints of the same reference-batch. (B)(4) units were manufactured and distributed of this code batch. There are (B)(4) units in stock that have been blocked. One open and used sample with the thread surface damaged was received. Also, received (B)(4) closed samples from stock. Thread surface in these samples after pulling out the threads from the packs is correct. Tested the strength and the attachment to the needle of the samples received and the thread cover is damaged after slipping the thread during the knotting test. The results do not fulfill the OEM requirements. Final conclusion: complaint is justified. Actions on distributed product of this reference/batch: replace this code/batch to the customer or issue a refund. Corrective/preventive actions: according to the internal procedures, corrective or preventive actions has been implemented through OEM.

Event description:
Country of complaint: (B)(6). Thread is damaged. Multiple occurrence with the concerned package.